Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient¿s cgm displayed 130 mg/dl; however, 2 hours later, he was not feeling well, and he performed a bg which was over 300 mg/dl with ketones 3.6 mmol/l. Since the cgm was inaccurate, he replaced the sensor and self-treated with water and insulin. After 2 hours, the cgm (new sensor) continued to display 130 mg/dl but his bg was 216 mg/dl with ketones over 5.0 mmol/l. As his dorm is near the hospital, he went to the emergency department where he was admitted to the intensive care unit (ICU) for diabetic ketoacidosis (dka). He was treated with IV insulin, IV fluids, IV potassium, other unspecified medications and blood/urine analysis were performed. He was in the ICU for two days and released from the hospital on (B)(6) 2022. At the time of the report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).